Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to power on. Upon power up, the device displayed an "open air discharge" message. Complainant indicated that there was no patient involvement in the reported malfunction.